Manufacturer narrative:
This medwatch is for suspect device in coagucheck system 1. Reference medwatch with a1 pt for suspect device in coagucheck system 2, for suspect device in coagucheck system 3.

Event description:
Caller states the pt tested 4.0 inr on coagucheck system 1, 3.4 inr on coagucheck system 2, and 2.6 inr on coagucheck system 3 during duplicate testing. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.